Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a revaclear 300, a black foreign body was found while pre-flushing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black piece of particulate inside the blood port screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and potential source of the particulate could not be determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.